Event description:
A right heart catheterization was performed primarily for reasons unrelated to the pressure sensor. The sensor was recalibrated and the mean was decreased by 10 mmhg. Accurate readings were observed under the manufacturer's patient care network database.